Event description:
Attorney alleges patient injuries due to device. The device was explanted in 2004. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent if additional information is received.